Event description:
Boston scientific received information, that the lead exhibited high right ventricular pacing lead impedance. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).